Manufacturer narrative:
The investigation was completed on march 3, 2026: the claimed product was not returned to karl storz tuttlingen. Therefore, physical technical inspection is not possible. The most likely cause is that the motor in the handpiece is worn out and should no longer be used. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
The following was reported: morcellator issues during procedure causing injury to bladder.2 sets were used. Cross reference MDR: 9610617-2025-02070.